Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fifteen in the package insert states, "interoperative or postoperative bone fracture and/or postoperative pain". The user facility was notified of the event on april 19, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted april 26, 2011.

Event description:
Patient reported to have undergone revision knee arthroplasty to remove the unicompartmental knee and implant a total knee on (B)(6) 2008, at another facility. Subsequently, an incision and drainage procedure was performed on (B)(6) 2009, to drain an extra-articular abscess, and the wound was debrided. The patient is now experiencing pain and swelling of the knee. Tests revealed there is no infection and his physician could not determine the reason for the pain and swelling. There has been no report of a revision procedure to date.